Event description:
A complaint of high readings was received on a customer's freestyle flash meter. The customer obtained a reading of 98mg/dl compared to a laboratory comparison reading of 58mg/dl. When plotting these values against each other on a parkes error grid the results fall in the 'c' zone showing the differrence to be clinically significant. There was no report of death, serious injury or mistreatment.